Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes resulting in an inappropriate shock. This patient was subsequently hospitalized. Device data was sent to rhythmcare for review. Rhythmcare then provided troubleshooting options to be considered at the next follow up appointment. This device was tested in clinic with noise unable to be produced. This device remains in service. No adverse patient effects were reported.